Event description:
It was reported that noise was observed on the egms. The patient received inappropriate therapy. The physician was able to reproduce the noise by manipulating the pocket. The ICD was explanted and replaced. Analysis of the ICD was normal. Review of the noise pattern indicated that it was caused by damaged leads. The leads remain implanted.